Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation determined the reported embolism and tissue injury appear to be due to the clip expulsion. The foreign body in patient, recurrent mitral regurgitation (mr), and heart failure were cascading effects of the embolism. Embolism, mr, foreign body in patient, unspecified tissue injury, and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation, tissue damage, foreign body in patient, heart failure and embolism. It was reported through a research article that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, posterior prolapse, flail, and dilated left atrium (la). It was noted the patient had a history record that included stage three chronic kidney disease, chronic pleural effusions, hypertension, mild coronary atheroma, hypothyroidism, pleural plaques with a restrictive pattern on spirometry three xtr clips were implanted, reducing mr to a grade of 2. It was noted that after the procedure, a small left to right shunt was observed. At the time, no additional treatment was performed. Six months later, the patient was admitted to the hospital due to heart failure. Transthoracic echocardiogram (tte) was performed and showed mr had increased to a grade of 4. Radiography then observed that one of the implanted clips had completely detached and embolized in the left groin. Tissue damage was also observed on the mitral valve and the atrial septal defect (asd) from the first procedure was still present. One month later, a second mitraclip procedure was performed. One clip was successfully implanted, reducing mr to a grade of 2. However, the mean pressure gradient increased to 6.5mmhg. It was noted no treatment was performed to remove the embolized clip as no clinical symptoms were being caused by the clip. To treat the asd from the initial procedure, an asd closure device was implanted. Three days later, the patient developed hypoxia and left shoulder discomfort. Electrocardiogram (ECG) was performed and showed bradycardia. Therefore, the patient was intubated and ventilated, and a pacemaker was implanted. Nineteen days later, the patient passed away. Additional information can be found in the attached article, titled ¿paradoxical left-to-right device embolization complicating transcatheter mitral valve edge-to-edge repair¿.

Manufacturer narrative:
Date of event: date estimated. The UDI is unknown due to the part/lot number was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report number. Attachment: article titled ¿paradoxical left-to-right device embolization complicating transcatheter mitral valve edge-to-edge repair.¿